Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient experienced a gastrointestinal bleed (gi) and expired on impella 5.5 support. Both the gi bleed and death were believed to be possibly related to the use of the impella. No additional details were provided.